Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that a falsely high glucose (gluh_3) test result was obtained on the atellica ch 930 chemistry instrument. A siemens customer service engineer (cse) was dispatched to the site to inspect the instrument. The cse checked the alignment of the reagent mixer (rmix), the alignment of the cuvette washer probe height, performed a functional test of rmix module, checked the alignment (including radial arm alignment) of the reagent 2 (r2) mechanism, the alignment of the sample mixer (smix) and ran a precision study after the alignments were checked. The cause of the discordant, falsely high glucose (gluh_3) test result is unknown. The device is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely high glucose (gluh_3) test result was obtained from an atellica ch 930 chemistry instrument. The same sample was repeated automatically on the same instrument giving a lower test result. The initial result was not reported to the physician(s). The repeat result was reported to the physician(s) and is considered correct. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely high glucose (gluh_3) test result.